Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occured. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal right coronary artery. A 3.00 x 20 synergy stent was advanced but failed to cross the lesion. During advancement, it was noted that the distal part of the stent got lifted. The procedure was completed with a different device. No patient complications were reported.